Event description:
It was reported that the insulin pump had an unresponsive keypad, and the issue was not resolved upon battery replacement. The caller did not know the blood glucose reading. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to the keypad connector on the liquid crystal display board being unlocked. The unit had cracked battery tube threads and a cracked reservoir tube lip.